Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium "heparin" blood collection tubes had six foreign matter on the inner wall of the tube. They've also reported six air gel bubbles. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) or gel air bubbles as all samples met specifications. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of fm or gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes had six foreign matter on the inner wall of the tube. They've also reported six air gel bubbles. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.